Event description:
A surgeon stated a pt reported blurry distant vision in the left eye following bilateral intraocular lens (iol) implant surgeries. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 05/22/2008, 05/23/2008 and 05/27/2008 by phone and on 05/28/2008 by mail and by fax. This report was mailed to FDA on: 06/06/2008.